Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the planned vascular treatment was completed by deleting the old patient database and creating an image store. It was reported that the system gave an error indicating that free disk space was low, which can impact imaging. Review of the log file confirmed the image store malfunction ¿exposure not possible. Image disk full¿. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the ippc got intermittent error and defective. Fse recreated the image store. After that, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that system was in clinical use. The procedure was completed by deleting the old patient database in the same allura system. This scenario includes that the system is started working normally. Since the free disk space was low issue was resolved with removing the old patient database and creating an image store, this event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error indicating that free disk space was low, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.